Event description:
The customer's mother reported that the insulin pump does not alarm no delivery, when the customer is experiencing high blood glucose levels. The mother was unable to troubleshoot at the time of the call, and was advised to call back when she is able to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.